Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
The patient has an occipital nerve stimulator (ons). It was reported the patient received inadequate pain relief from the ons system. As such, the patient underwent surgical intervention on (B)(6) 2018 to explant the system.